Event description:
Information received from the field does not address the patient's clinical status but notes loss of capture and inability to communicate with the pulse generator. The device is implanted in the abdomen.